Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant date: (B)(6) 2009 (hospitalization (B)(6) 2009) explant date relevant medical information: ¿(B)(6) 2018 : (B)(6) hospital. Inpatient admission. O stephen carey, md. Operative report. Preoperative and postoperative diagnosis: incarcerated ventral incisional hernia. Procedure: left subclavian central venous catheter placement. Exploratory laparotomy with adhesiolysis and repair of ventral incisional hernia. Implant: bard ventrio-st. Anesthesia: general. Specimens: none. ? Indications: ¿the patient is a 70-year-old female who presents now with a history of abdominal pain. On physical examination, she was found to have an incarcerated ventral incisional hernia. Of note, in her past she has undergone multiple hernia repairs. At this juncture, the patient is incarcerated. We will carry her to the operating room for repair.¿ ? Procedure history: abdominal hernia. ¿9/5/17: x 8 attempting to get mesh out.¿ ? ¿history of mrsa ¿ confirmed abdomen 8/15/13.¿ [no medical records provided.] ? Procedure: ¿following preoperative evaluation, including the administration of fluid and antibiotics, the patient was carried to the operating room. She was placed on the operative table in the supine position and general endotracheal anesthesia was administered. A foley catheter was inserted and an orogastric tube was placed. Attention was first turned to the left infraclavicular region, which was prepped and draped. Local anesthesia was administered using 1 % lidocaine. The subclavian vein was accessed with a needle, followed by a wire with the needle withdrawn. A dilator was passed over the wire and withdrawn. A quad catheter was then passed over the wire with the wire withdrawn. Excellent flow was noted in all ports. The ports were flushed with heparinized saline. The catheter was secured at the skin level using silk suture. Sterile dressings were applied. The abdomen was then prepped and draped. A midline incision was made. The skin and subcutaneous tissues were penetrated using sharp dissection with hemostasis obtained using electrocautery. Dissection was carried down to the hernia sac. The sac was incised and opened. She was found to have ultimately 2 defects. There was a bridge of fascia between the upper and lower defect. This bridge of fascia was divided. All contents were then dissected away from the hernia sac and reduced into the abdomen. With further dissection all omentum and small bowel were dissected away from the anterior abdominal wall, from the xiphoid to the pubis, and from the left paracolic gutter to the right paracolic gutter. With all adhesions taken down. Hemostasis was assured. A 35 cm x 28 cm ventrio st mesh was then brought on the field. The mesh was inset into the abdomen. The mesh was then secured to the abdominal wall circumferentially using absorbatacks. Satisfied with the placement of the mesh, attention was turned to the abdominal wall. The fascia was then closed primarily over the mesh with the fascia closed using 2 running double stranded pds sutures. Hemostasis was assured. The deep subcutaneous tissues were closed using interrupted o vicryl suture. The skin was closed using skin staples. The patient tolerated this procedure. She was extubated in the operating room and transferred to recovery in stable condition.¿ o implant log. Ventrio-st hernia patch. Bard. ¿ (B)(6) 2020 : state of delaware. Department of health and social services. Certification of vital record. Date of death: (B)(6) 2020 . Place of death: hospital: inpatient. Cause of death: sepsis. Colon perforation. Medical examiner contacted: no. Autopsy performed: no. Manner of death: natural. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06306946 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows:  (B)(6) 2009: (B)(6). Operative report. Preoperative diagnosis: incarcerated recurrent incisional ventral hernia with small bowel obstruction. Postoperative diagnosis: incarcerated recurrent incisional hernia with small bowel obstruction. Procedure performed: laparoscopic extensive enterolysis more than 70% of the case. Repair of ventral hernia with dualmesh gore-tex mesh. Release of a small bowel incarceration and loop obstruction. Estimated blood loss: 150 ml. Description of procedure: ¿the patient was prepped and draped under sterile condition, after administration of general endotracheal anesthesia. A 3-cm incision was made in the right upper quadrant. Sharp dissection was made to enter the peritoneal cavity. The peritoneal cavity was then entered with direct visualization. A 12-mm balloon trocar catheter was placed in the right upper quadrant. The peritoneal cavity was then insufflated to a pressure of 11 mmhg with co2 gas. A small access opening was seen on the right side of the abdomen. ___ [sic] 5 mm trocar catheter was then placed in this area. Meticulous sharp dissection was made, and blunt dissection was made to separate the omental adhesions adhered to the abdominal wall. During the dissection one large incarcerated ventral hernia, superior, was incarcerated with almost the entire omentum. This was bluntly dissected and reduced carefully without any tears of the omentum. Bleeding was minimal. The reduction of the incarceration was very tedious. Upon reducing this defect, the prolene mesh was then carried to the opposite side of the abdominal wall. There appeared to be adhesions that were carefully dissected out upon the superior portion of the abdomen from the abdominal wall and the mesh. Upon going into the inferior portion of the abdomen and the mesh, small bowel was then encountered going into a defect to the left of the midline on the left lower quadrant. Enterolysis of this area was then made carefully to be able to free up the small intestine, which was incarcerated, into the area of the hernia. A dilated loop of bowel that was pre-incarcerated hernia and into the area of the incarceration was encountered. Upon reducing the small bowel, the small bowel appeared to be purplish in color but viable, which pinked up right after reduction. Distal small bowel from this incarceration appeared to be decompressed. The small bowel was then run carefully with no signs of significant narrowing or stricture. The rest of the omentum was then dissected away from this second hernia. The area of the defect was then measured and encompassed almost the entire abdominal wall on this morbid obese patient. A 34 x 26 cm gore-tex dualmesh was then prepared extracorporeally by placing stay sutures in the corners and in the midportion of the patch. This was rolled and then placed via the trocar incision site. Another 5 mm catheter was then placed in the left abdominal side. An extra third trocar catheter was then placed on the right side previously for adding in the dissection. The mesh was then unrolled intracorporeally. The stay sutures were then elevated on the corners on the left upper quadrant, left lower quadrant, midline, and right upper and lower quadrants to open the patch and attach it to the abdominal wall. ___ [sic] tackers were then used 1 cm around the circumference of the patch. Several tackers were then placed in the midportion to minimize the defect. Small openings were made in the area of the mesh that were the area of the defect to minimize the postoperative seroma. After placement of the patch, the small bowel was then inspected and run. This appeared to be mildly decompressed with no signs of significant injury. The pneumoperitoneum was then desufflated. Trocar catheter on the right side upper quadrant was then removed, and the defect was then closed with #0 ethibond. Estimated blood loss, again, approximately 150 ml. The patient tolerated the procedure well secondary to the lengthy operation as well as the patient¿s comorbid factors, morbid obesity, and in spite of his respiratory problems in the past. The patient remained intubated and was taken to the ICU for further care.¿ (B)(6) 2009: (B)(6). Implant record. Description: dual mesh plus graft. Lot number: 06306946. Manufacturer: gore. Expiration date: 08/31/2011. Implant site: abdomen. Catalog number: 1dlmcp08. Size: 26 cm x 34 cm x 1mm. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/06306946) was implanted during the procedure. [Missing records: records for ¿postoperative course complicated by 3 months of fever and general illness¿ were not provided.] [Missing records: records of ¿abdominal wall abscess which was treated with a percutaneous drain and antibiotics¿ were not provided.] [Missing records: records for the cat scan that ¿had evidence of possible chronic mesh infection versus enterocutaneous fistula seating the mesh¿ were not provided.] (B)(6) 2013: operative report. First assistant: (B)(6). Preoperative diagnosis: infected ventral abdominal wall mesh with abscess formation. Postoperative diagnosis: infected ventral abdominal wall mesh with abscess formation. Operative procedure: removal of infected abdominal wall mesh. Incision and debridement of abdominal abscess including skin, fat, and fascia approximately 10 x 5 cm and placement of vac dressing. Anesthesia: general. Anesthesiologist: (B)(6). Complications: none. Estimated blood loss: 400 ml. Intravenous fluids: 3 liters of crystalloid. Urine output: 500 ml. Findings: cortex [sic] mesh loosely adherent with multiple metal tacks and extensive associated fluid collection and granulation tissue could consistent with chronic infection. No obvious injury or fistula to the bowel. Indications: this is a 65-year-old woman with a history of ventral hernia repair in 2009. By her report, postop course was complicated by 3 months of fever and general illness. The patient presented 1 month ago with redness and abdominal wall abscess, which was treated with a percutaneous drain and antibiotics. The patient represented with abdominal wall cellulitis. On my evaluation of acute cat scan, had evidence of possible chronic mesh infection versus enterocutaneous fistula seating the mesh. Thus, I planned to bring her to the operating room. Risks of the procedure including possibility of open abdomen, recurrent hernia, and ostomy were discussed with the patient at length and she was agreeable with proceeding. Procedure: ¿the patient was brought to the or and placed on the table in supine position. After induction of general endotracheal anesthesia, she was prepped and draped in sterile fashion. The patient had an infraumbilical area of erythema on the skin. In her midline, she had a scar from her xiphoid to her pubis. The patient¿s prior hernia repair was an incisional hernia, but I did see on cat scan that she appeared to have an area above in the epigastric subxiphoid region that did not have mesh and thus, I chose to enter the abdomen there. Upon entering the abdomen, I encountered some loose omentum and then immediately came upon a very dense material in the midline. I incised this as I was suspicious it was the mesh and encountered the enormous mount of purulent fluid emanating from the mesh, which was odorless. I was then able to put the mesh in half and found that it was sort of curled over on itself along the anterior abdominal wall. After removing several of the laparoscopic spiral tacks, I was able to completely remove it. In addition, there were several ethibond or maxon sutures holding it tacking in place. Of note, the abdominal wall in the right lower quadrant and infraumbilical region had a gross purulence also associated with an abscess cavity, which I did widely debrided including the skin, fat, and some of the fascia. She also had a granuloma and around her umbilicus where several sutures were, which I sent also for pathology. I then irrigated the abdomen with several liters of saline and bacitracin irrigation and got hemostasis. At this point in time, there was such a huge inoculum of bacteria present. With this infection, I thought that proceeding with hernia repair at this point time was advised and she should rather followup on her cultures and then get it delayed, hernia repair, thus a vac was placed with 1010 drape over the bowel, which was fairly soft and solid mass of granulation tissue and really had no obvious loops of bowel or any identifiable anatomy of the bowel visible. I then placed a vac sponge deep to the fascia and then over the fascia to the soft tissue edges, sealed with a tape and then got a seal with the machine. At the end of the case, the lap and instrument counts were correct. I, dr. Punch, was present for the entire case from start to finish. The patient was extubated and will go to the pacu where she should come back to the or in 48 hours for reexploration. She may need additional debridement before her hernia repair even in the next operation. She should stay n.p.o. For now as I am still concerned about possible gi involvement and she will continue on her intravenous antibiotics.¿ (B)(6) 2013: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2013 procedure was not provided.] (B)(6) 2013. (B)(6). Operative report. First assistant: (B)(6). Second assistant: (B)(6). Preoperative diagnosis: status post removal of infected mesh. Open abdominal wound. Postoperative diagnosis: status post removal of infected mesh. Open abdominal wound. Operative procedure: abdominal wound washout and closure over drains. Anesthesia: general. Estimated blood loss: scant. Complications: none. Drains: two 19 blake drains. Procedure: ¿the patient was brought to the operating room, placed in the supine position. After adequate general anesthesia, the abdomen was prepped and draped in usual sterile fashion. The old wound vac device was removed. We then proceeded to briskly irrigate the wound until clear. Examination revealed that the inferior aspect of the capsule was intact. The lateral edges were intact, along the most superior aspect, we ___ [sic] to the abdominal cavity, but the liver and stomach were barely visible. After deciding that we could probably close the wound, we then placed two 19 blake drains laying them in the wound bed. We then used #1 vicryl interrupted and then closed the capsule over the top of the wound. We left the subcu open, leaving a wound vac sponge device creating a negative pressure dressing. The patient was awakened, sent to recovery in satisfactory condition. I was present for all portions of the operation.¿ (B)(6) 2013. (B)(6). Operative report. Assistant: (B)(6). Anesthesia: general endotracheal. Preoperative diagnosis: open abdominal wound. Postoperative diagnosis: open abdominal wound. Operation: delayed primary closure, simple of abdominal wound. This was a 30 ¿ cm closure. Estimated blood loss: minimal. Blood replaced: none. Specimens: none. Findings: the wound bed was clean. Drains: #15 fluted drain was left in the subcutaneous space. Complications: there were none. Disposition: the patient went to recovery in stable condition at the completion of the case. Indication for surgery: briefly, the patient is status post removal of infected mesh after a complex ventral hernia. She had a previous reoperation for repair of ventral hernia, and this was a planned delayed primary closure. Procedure: ¿the patient was brought into the operating room and placed on the table in the supine position. After induction of general anesthesia, the patient¿s abdomen was prepped and draped in the usual sterile fashion. We began by inspecting the wound. It was clean, it was granulating. There was no evidence of infection. The skin edges were normal. We pulse irrigated with 3 liters of saline to clean the wound bed. The wound came together easily, and we elected to close the skin layers with nylon. Because of the size of the wound and to eliminate dead space, a #15 fluted round jackson-pratt drain was placed at the base of the wound. The skin was then closed with a combination of #2 nylon, 3 of these were used to hold tension off the wound edge and then interrupted 2-0 nylon. The total wound length was 30 cm. An incisional vac was placed, and the patient was emerged from anesthesia, extubated, and taken to recovery.¿ (B)(6) 2013: (B)(6). Discharge summary. Admission diagnosis: infected ventral abdominal wall mesh with abscess formation. History of ventral hernia repair in 2009. By her report, postoperative course complicated by 3 months of fever and general illness. Presented 1 month ago with redness and abdominal wall abscess; treated with percutaneous drain and antibiotics. Represented with abdominal wall cellulitis. On cat scan, had evidence of possible chronic mesh infection versus enterocutaneous fistula seating the mesh. Admitted through clinic for surgical treatment. Medical history: cholecystitis, osteoarthritis. Surgical history: appendectomy, open cholecystectomy, ventral hernia repair x2. Denies tobacco, illicit drug or alcohol. Exam: abdomen; soft, nondistended, no palpable masses or nodules. No appreciable hernia, abdominal drain with dark maroon output, mild tenderness over lower abdomen, no rebound tenderness, no guarding. Hospital course: admitted for presumed ventral hernia mesh; consented for surgery to remove mesh. IV vancomycin/zosyn started. Procedure tolerated well. Pain initially controlled with patient-controlled analgesia. Remained stable; to operating room on (B)(6) 2013 for repeat washout and fascial closure. Skin kept open with wound vac. Continued to do well; cultures came back positive for mssa [methicillin-sensitive staphylococcus aureus]; kept on vancomycin. To operating room on (B)(6) 2013 for skin closure, tolerated well. Pain control transitioned to oral and was able to ambulate and void independently. Stable, discharged home on (B)(6) 2013. Discharge instructions: walk multiple times per day. Regular exercise and activity recommended. Avoid lifting more than 10 pound for 2 weeks. Discharge diagnosis: infected hernia mesh. Follow up in 2 weeks. Medications at discharge: dilaudid, colace, senna, clindamycin. Records span 12/19/2009 to 01/13/2013. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d15: cause not established. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06306946. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, I&d. Additional event specific information was not provided.